Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on distal edge, bent and dents on outer tube, loose adapter and leak on video boot. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope experienced digitizing and green screen. The issue was identified during inspection prior to use. There were no reports of patient harm.